Manufacturer narrative:
A device history record is not available due to insufficient device data. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is: "capsular contracture (left) baker grade- left IV."

Event description:
Healthcare professional reported via nbir "capsular contracture (left) baker grade- left IV." The device has been explanted.